Event description:
The manufacturer received information alleging a trilogy evo ventilator failed two test steps during service, related to the devices tidal volume and flow. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator failed two test steps during service, related to the devices tidal volume and flow. There was no harm or injury reported. The device was since evaluated by a field service engineer. It was concluded that the devices proportional valve, solenoid valve, and system board need replaced to address the reported issue. The devices 3 components were then sent for additional independent evaluation at the manufacture's investigation lab. The investigation lab evaluated the proportional valve, solenoid valve, and system board and determined they operated as designed.